Event description:
It was reported that during an unspecified procedure, a dissection occurred. The lesion was located in the right coronary artery. The physician attempted to place a taxus liberte 24x3.50 drug eluting stent in the right coronary artery, however, a dissection occurred. The procedure was not completed due to this event. The pt went to surgery for a coronary bypass graft procedure. The current pt status is unk. Additional info was requested, but not received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.